Event description:
In a scientific publication, bilgen et al, 2019, "short-term outcomes of outpatient surgery for total knee arthroplasty" it was reported that the patient was re-admitted to the hospital due swelling on the operated leg for which a compressive bandage was applied. This study involved genesis ii and competitor devices, no relationship between the devices and the patient could be performed with the available information.

Manufacturer narrative:
Additional information: d10, g7, g9, h2, h3, h6, h10. Results of investigation: the device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms without the requested patient specific clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint would be re-assessed. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.